Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead exhibited noise, oversensing and high out of range pacing impedance measurements greater than 2,000 ohms. A device header seal plug problem was suspected. An invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received that lead to device header connections were verified to be appropriate. The seal plug appeared to be leaking as liquid was observed behind the seal plugs.